Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported issue; the battery was depleted. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device depleted its batteries prematurely. During device evaluation, physio-control observed that the device had no ok and zero bars for the battery capacity indicator in the readiness display. The installed battery had flashing led (very low state of charge) when the battery charge level was checked. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused an excessive off current that depleted the device's battery. The digital pcb was then evaluated and it was determined that the cause of the reported issue was due to an electrically leaky filter, designator fl3 on the digital pcb assembly. A replacement device was provided to the customer under warranty.